Event description:
It was reported that 500 pen needle 31x8 asia experienced an inability to deliver insulin/medication and an unspecified number experienced difficult operation or not working/functioning during use. The following information was provided by the initial reporter: when the patient pushed the pen button to inject insulin, the button was not pushed. According to the patient, the needle was blocked and the level to press depended on the type of insulin pen.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7061494. Medical device expiration date: 2/28/2022. Device manufacture date: 8/24/2017. Medical device lot #: 6306146. Medical device expiration date: 10/31/2021. Device manufacture date: 4/6/2017. Investigation summary: sample evaluation total 137 representative samples from 3 different batch were returned for evaluation. The affected batch and quantities as per below: batch # 6306146, quantity: 98pcs batch # 7061494, quantity: 21pcs batch # 7093088, quantity: 18pcs samples were not decontamination. All samples subjected to pen needle thread functionally test as per test procedure 80006070pn and all passed the test. All samples subjected to pen needle clogged cannula test as per test procedure 80006048pn and all passed the test. A review of the device history record revealed no irregularities during the manufacture of the reported lots. Conclusion: the representative samples passed the thread functionally test and clogged check specification. Hence root cause could not be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 500 pen needle 31x8 asia experienced an inability to deliver insulin/medication and an unspecified number experienced difficult operation or not working/functioning during use. The following information was provided by the initial reporter: when the patient pushed the pen button to inject insulin, the button was not pushed. According to the patient, the needle was blocked and the level to press depended on the type of insulin pen.